Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was using the father's pump and stated that he was not hospitalized due to issue with the device and it is working as designed. The customer was sick and did not want to troubleshoot at time of call. The customer is returning the pump.